Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent movement. The delivery device with the stent on the balloon was received in good condition with no damage observed. The stent had moved distally on the balloon approximately 1.5 millimeters. Visual examination of the stent did not reveal any damage or abnormalities which would have contributed to the stent movement. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The surface of the balloon material exhibited evidence that the stent had been originally crimped in the correct position. There is no evidence that the device was improperly manufactured. A review and analysis of all the available information is insufficient to determine an exact root cause. Therefore, the most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician was unable to cross the lesion and is now reportable based on the analysis completed on 01/21/2008. The target lesion was located in the left anterior descending (lad) artery. The lesion was very tortuous and calcified. The physician pre-dilated the lesion and attempted to place a taxus express2 4.0x16mm study stent, but couldn't get to the target lesion. The physician then placed a non bsc 4.0x15mm stent to finish the procedure. Patient condition stated to be stable. The investigation revealed there was stent movement.